Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open, which located on ER south. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. Additionally, they shut down the station by unplugging the power cord from the back of the station and waited for 2 to 5 minutes and reconnected the power plug and turned the power on, still failed. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed the medication jam was removed by the customer to resolve the issue. The system functioned as intended after the customer resolve the issue.